Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap issues, a crack near the battery cap, and insulin flow blocked alarms. The customer reported no adverse event. The event involved products mmt-399a, unk_reservoir, and mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-399a, unk_reservoir, and mmt-1880l.

Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and moisture damage was found on pcb1, pcb2 boards, and force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, corroded motor home switch, battery tube threads cracked, scratched case, pillowing keypad overlay, cracked keypad overlay, broken battery tube threads (cap does not lock into place), stained keypad overlay, broken belt clip rails, cracked reservoir tube lip. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. However, unable to confirm no delivery/occlusion alarm due to blank display. Confirmed moisture damage to electronic assemblies and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.